Event description:
After 3 years of successful cochlear implant use, this pt reportedly sustained head trauma in a car accident. Shortly after the accident, he was evaluated by his audiologist, who determined that half of the electrodes on the electrode array were open circuited and that the pt's auditory performance had dropped. Using the appropriate diagnostic equipment it was determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantation surgery took place in 2005.